Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) exhibited the error "impella catheter defective". The medical staff attempted to disconnect and reconnect the cable to the impella catheter and also to aic device, however the error still persisted. The resolution for this issue is unknown, no additional information is available.

Manufacturer narrative:
The investigation for the reported issue has been completed. The returned pump was connected to an aic and the pump serial number was recognized and case start was prompted. There was no issue found, the device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.